Event description:
It was reported that device detachment occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. When the tip was being inserted into the y-connector, separation at the lapjoint occurred. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
D4 lot number, d4 expiration date, and h4 device manufacture date: corrected the device was returned for analysis. Visual inspection revealed the imaging window was detached and not returned for analysis. The imaging core was also noted to be kinked. Microscopic inspection revealed the distal housing of the transducer was complete and with no evidence of degradation from exposure to saline solution.

Event description:
It was reported that device detachment occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. When the tip was being inserted into the y-connector, separation at the lapjoint occurred. The procedure was completed with another of the same device. There was no patient injury.